Manufacturer narrative:
Returned device was received in decent physical condition. The enclosure, front cover and tank cover were damaged and the cord was faded. During evaluation, the devic would not power up. The pcb was found to be faulty. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
A smiths medical fluid warmer had no power. There were no adverse events reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed damaged enclosure, front cover, tank cover, and faded line cord. Customer?s electrical issue was duplicated. Filled tank with water, attached temp check, plugged in line cord, and turned-on power switch. Device would not power up. The root cause of the electrical issue was determined. A faulty printed circuit board was the cause of the power failure. Actions taken to mitigate the reported issue: replaced printed circuit board. D4: UDI information is unknown.

Event description:
It was reported that no power was experienced. No patient injury reported.